Event description:
It was reported that the user experienced sustained hyperglycemia after a larger-than-usual carbohydrate meal while using the ilet system, despite announcing the meal, and fingerstick glucose remained at 270 mg/dl; troubleshooting and education were provided, including guidance to replace components if uncertain, though the user elected to wait. Symptoms included elevated blood glucose without reported clinical symptoms. Outcomes included no hospitalization, no medical intervention beyond education, and a planned follow-up call. Investigation included complaint handling and user troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction or component failure and no replicable issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.